Event description:
It was reported that green foreign matter was found on 2 bd vacutainer® precisionglide¿ multiple sample needles. The following information was provided by the initial reporter: "green particle on needle".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received two (2) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. Additionally, the customer samples along with fifteen (15) retention samples from bd inventory, were evaluated by visual examination and the issue of fm on the cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm on the cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.